Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he observed that he did not see the plastic filament with the sensor which he removed. Customer's blood glucose level was unknown. Customer was concerned that this plastic filament might still be in his skin. Customer stated that he has reviewed three prior sensors, and they all had the plastic on it. The call was dropped prior to offering any assistance. Sensor will not be returned for analysis.